Event description:
The flow probes were alarming, suddenly no flow was noted. The ECMO circuit was clamped out. There were emergency ventilator settings turned on. Vs stable. Attempted to remove the clot from arterial cannula. The arterial cannula was clamped at the neck. The cv surgeon and the or team were at the bedside. Changed arterial cannula. Rotoflow inlet connector replaced at this time. Vs stable.